Event description:
Customer alleges discrepant results with meter compared to lab: date: unk/2010, inratio: 1.9, lab: 2.1. Date: (B)(6) 2011, inratio: 1.5, inratio: 2.2, lab: 2.1. Unk/2010 pt stated are from (B)(6) in 2010 and were done about a week apart. On (B)(6) 2011 results were done within minutes of each other. Pt's target therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.5, reference: 2.1, mean: 1.80, confidence limits: 1.2 - 2.3. Date: (B)(6) 2011, inratio: 2.2, reference: 2.1, mean: 2.15, confidence limits: 1.4 - 3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr: 1.5, 2nd inr: 2.2, mean: 1.85, sd: 0.49, %cv: 26.76. Since % cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Inr result from (B)(6) 2010 was excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Recent test conducted on lot 248203 on (B)(4) 2011 met accuracy and precision criteria. (B)(4). No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's normal donor test result was within range. Analysis of the client's data from repeated inratio tests (inr = 1.5, 2.2) revealed that test result comparison did not meet precision criteria. Root cause could not be determined with the information customer provided. Medication interference could not be ruled out. No product was expected to be returned. Retained strip test result comparison met accuracy criteria and precision criteria. (B)(4). Action threshold (B)(4) has reached. (B)(4). Test records indicated all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.